Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address mid-shaft fracture of the femoral stem. It was reported the patient fell.

Manufacturer narrative:
Patient was revised to address mid-shaft fracture of the femoral stem. It was reported the patient fell. Doi: (B)(6) 2011 - dor: (B)(6) 2011 (left hip). Update (B)(6) 2012: it was communicated that only a bone fracture occurred as a result of the fall. The femoral stem itself did not fracture. The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. A provided patient x-ray does confirm the bone fracture. Product error was not identified. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.